Event description:
It was reported that the patient experienced no stimulation sensation from the implantable neurostimulator following a fall in (B)(6) 2011. The patient has not been seen by the health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3889-28 lot#v386650 implanted: (B)(6) 2010 explanted: unk programmer model 3037 serial #(B)(4).